Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
It was reported that the external drainage system did not allow proper flow through the stopcock. The system pushed air into the central nervous system and the device needed to be exchanged.